Event description:
On (B) (6) 2010, a (B) (6) male with a history of a positive cardiac stress test, coronary artery disease, atrial fibrillation, hypertension, chronic kidney failure and diabetes underwent a diagnostic cardiac catheterization which showed 90% blockage of the right coronary artery and was discharged. On (B) (6) 2010, the pt was admitted for a scheduled percutaneous coronary intervention -pci-, an interventional cardiac catheterization. During the procedure two bare metal stents were placed into the right coronary artery of the heart. While attempting to retract the guide wire, the wire sheared and became trapped in the artery. In an attempt to retrieve the sheared wire, a second guide wire was used which also became trapped. During the procedure a second interventional cardiologist was consulted, and it was believed that the stent was deformed. The pt was then transferred emergently to the operating room for open heart surgery to bypass the effected artery. On (B) (6) 2010, the pt was discharged from the hospital. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: stenosis of the rca.